Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Touchscreen was damaged by the customer fainting and shattering the pump. Customers blood glucose (bg) level was 600 mg/dl with trace ketones. Customers mom called 911 and took the customer to the ER. Customer was subsequently admitted to the hosptial. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Customer was released from hospital on (B)(6) 2022. Reportedly, the customer was using off label insulin. Tandem customer technical support informed customer that admelog is off label per the user guide.

Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Customer¿s blood glucose level was xxx mg/dl. The customer reverted to an alternate method in insulin therapy.